Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and high impedance. It was noted that the patient experienced dizziness. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.